Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer¿s blood glucose level had no adverse impact. Customer declined additional troubleshooting therefore no further information was available.